Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged that a patient received the results of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 35 mg/dl obtained on a lab system. Reporter stated that the patient was treated based on the lab result with glucose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.